Event description:
It was reported that the patient presented a malfunctioning inflatable penile prosthesis (ipp). A replacement surgery was performed and it was found that the connection from pump to the right cylinder was fractured. All components were removed and replaced. The old implant had six years. No patient complications were reported in relation to this event.